Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had pocket discomfort. The patient underwent a revision procedure wherein the ipg and leads were explanted per physician's preference. No device malfunction was suspected. The patient was doing well post-operatively.